Manufacturer narrative:
The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient called ems and experienced a ventricular tachycardia (vt) arrest in the ambulance and again in the emergency department. He was resuscitated and diagnosed with pulmonary embolism, then underwent thrombectomy. The patient required mechanical ventilation for respiratory failure and had escalating pressor and inotrope requirements consistent with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. An impella rp flex was placed for right-sided mechanical circulatory support, off-label use for patient with pulmonary embolism due to the risk of clot ingestion. Following placement, the patient developed suction alarms and persistent hypotension. The physician administered intravenous fluids and checked hemoglobin, which had dropped from 11.3 g/dl to 6.2 g/dl. The patient received blood transfusions, resulting in improved hemodynamic stability. Subsequently, the patient was placed on extracorporeal membrane oxygenation, and the impella rp flex was explanted.

Manufacturer narrative:
Updated information: d1 brand name updated. H6 component code changed to g07003. The investigation for the anemia/hypotension has been completed. The cause of the injury was not determined due to insufficient clinical details. The investigation for the low or blocked pump flow has been completed. The root cause of the low or blocked pump flow was not determined due to inconclusive evidence from the provided clinical details and data log analysis.